Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted in the mid lcx. It is reported that a dissection occurred after stent implant. It is reported that there was a rise in cardiac enzymes noted on day of discharge, possibly related to multiple balloon inflations during procedure. There was no further treatment required and the pt was discharged in a stable condition. (Mfg#2953200-2010-02256).

Manufacturer narrative:
(B)(4). Eval: results: (dissection).